Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 76 mg/dl. Prior to going to the ER customer received assistance addressing bg level with glucagon. Additional treatment was not received in the ER. Customer was released from the ER 3 hours later with a bg of 26 mg/dl, and in "stable condition".. In addition, it was reported that the insulin gauge was inaccurate. Customer performed a supply change and reported that the issue was resolved. Customer declined further troubleshooting and continued to use the pump for insulin therapy.